Event description:
During a procedure, a femoral vein perforation occurred which did not require any intervention to resolve. Insertion difficulty of the right groin was noted and access was not possible. A left groin approach was then used to place a non-abbott device (25cm pinnacle sheath by (B)(4)). After inserting the catheter, it was noted that the catheter could not advance past the bifurcation. A venogram was done which showed the catheter had perforated at the bifurcation for the femoral veins. The sheath was exchanged for a non-abbott device (35cm 9f brite tip sheath by (B)(4)) and the catheter was exchanged for a non-abbott device (acuson catheter by (B)(4)). The patient's blood pressure was stable so it was monitored and the case was continued. At the end of the case, another venogram was done and it revealed that the perforation had closed.